Manufacturer narrative:
It is stated in the warnings section of the package insert that "all cr-flex and lps-flex 17, 20 and 23 mm articular surfaces require a locking screw to fasten the articular surface to the tibial baseplate." The use of the 17mm lps flex articular surface without a locking screw is considered off-label use. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that a locking screw was not used with the 17mm nexgen flex articular surface. The tibial plate was cemented in place without a taper plug or stem extension prior to determining that a 17mm articular surface was needed; therefore, the required screw could not be locked in.